Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced pain at infusion set insertion site during insertion on (B)(6) 2025 as patient did forget to take needle guard off. The infusion set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.